Manufacturer narrative:
(B)(4). Further information was received from a physician. On an unreported date, the patient had break in aseptic technique, which caused the peritonitis. On (B)(6) 2012, retraining on aseptic technique was done. The patient had clear dialysate and no abdominal pain. On an unreported date, the patient completed antibiotic treatment. The patient recovered from the event of peritonitis on (B)(6) 2013. This report of use error-breach in aseptic technique, which caused peritonitis was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing manual peritoneal dialysis therapy. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause for the report of use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis - no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of fever, yellowish drain, and peritonitis a in a patient coincident with dianeal pd2 1.5% and dianeal pd2 2.5% solution for peritoneal therapies. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis manifested by abdominal pain. On an unreported date, the patient had fever and yellowish drain. The cause of peritonitis was not reported. Treatment was not reported. Patient outcome was not reported.